Event description:
Patient came to the clinic and reported of getting high sugar results on his nova max meter, and he is following his diet/exercise and taking his medications daily, bs over 300s fasting, when using clinic meter and patient's test strips using control solution, results 199 mg/dl out of range, patient's test strips found defective. Dates of use: (B)(6) 2016. Diagnosis or reason for use: dm.